Manufacturer narrative:
The lead was not able to be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency department with dizziness. Complete atrioventricular block was observed on the electrocardiogram. Loss of capture was also noted. A surgery was performed to evaluate the rv lead and a microdislodgement was found. This lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.